Event description:
The customer reported being admitted in the emergency room for low blood glucose. The blood glucose reading was 110mg/dl. The customer stated that his blood glucose was high and treated with 7u. The customer stated that he treated his blood glucose based on the sensor value and he did not eat all that he had bolused for. Troubleshooting was performed. The alarm history did not recall any alarms and the self-test was completed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.